Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the latch sensor was defective. There was no patient involvement. The issue was discovered during testing.

Manufacturer narrative:
D3 - manufacturing plant address, city, and zip code corrected. One device was received for evaluation. Functional testing was able to duplicate the reported problem. The latch lock sensor was contaminated. The latch lock sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.